Event description:
It was reported by end user's grandson that father was in shower and seat cracked where bolts hold it to the legs of the shower chair with a back and adjustable legs. End user's grandson advised grab him so there was no injury or fall. End user's grandson advised all stickers rubbed of except for he sees a number of (B)(4). End user's grandson could not provide any further information. Update: chair is a 96-2 model but date code is not accessible.